Event description:
Phlebotomist removed top from vaccutainer tube and filled tube with blood from a syringe. While putting the top back on the vaccutainer tube, the tube cracked and cut deeply into the phlebotomist's right index finger causing some nerve damagedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was destroyed/disposed of.